Manufacturer narrative:
Additional information: cec adjudicated the revascularisation as target lesion clinically driven to treat in stent re-stenosis. The sponsor assessed the event as possibly related dot the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the event term was updated to coronary artery in stent restenosis. The patient recovered. Cec adjudicated the stent thrombosis as a non-event. Correction: the site assessed the event as probably related to the anti-platelet medication and possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. Approx 7 months post index procedure the patient suffered cardiac chest pain. The patient was treated with stenting to treat stent thrombosis in the rca. The patient was also treated with a medication change. The patient was not on dapt at the time of the event. It was reported that the stent involved was resolute onyx lot: 0008847456. The patient is recovering.